Event description:
Additional information was received that patient underwent a full revision due to low impedance. Per the facility the device was discarded.

Event description:
It was reported that patient was experiencing increase in seizures. Upon interrogation of vns low impedance was seen. No additional relevant information has been received to date. No known surgery has occurred to date.